Manufacturer narrative:
The returned valve was not patent. Therefore reflux, pressure-flow and preimplantation testing were precluded. A large amount of proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. The valve did not meet the requirements for leak testing due to multiple tears in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use (IFU) that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The IFU also cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components. The IFU indicates that local and systemic infections are not uncommon with any shunting procedure. They are most usually due to organisms that inhabit the skin, particularly staphylococcus epidermidis. However, other pathogens circulating in the blood stream may colonize the shunt and, in the majority of patients, require its removal. A review of the manufacturing and sterilization records showed no anomalies. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient had surgery on (B)(6) 2016 due to a brain tumor with hydrocephalus. According to the report the device was found to be blocked. It was reported that the patients symptoms did not improve after the surgery and the doctor adjusted the pressure level several times, but there was no effect. It was also reported the patient experienced bleeding and developed an infection. The report stated that the device was explanted on (B)(6) 2016 and replaced with another device. Reportedly, the patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.